Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional device information unknown. PMA/510(k) number not available. Device manufacture date not available. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted .

Event description:
It was reported that the implant fall out of the sterile zone during placement because the mount disengaged from the driver 36. Another implant was placed